Event description:
During surgery, the coupling holding the steris harmony light shroud fell. It almost hit the surgeon, it did not touch the pt. The shroud dropped 4-6 inches from the ceiling exposing the wiring, exposed ceiling, etc. The screws that hold the coupling were striped and the lightweight design of the coupling did not offer a secondary feature to keep it intact. No injuries occurred.